Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "turn off" regarding a spectrum pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the reported "turn off" which was not reproduced. No evidence of the reported problem was verified through a review of the event history log. Evaluation powered on the device with the customer's power cord and the customer's battery. The device stayed on and there were no discrepancies. Should additional relevant information become available, a supplemental report will be submitted.